Event description:
Complaint reported of failed attempts to inflate balloon end with water. This occurred on four (4) different flexi-seal device over the last three (3) days. It is reported that four (4) devices failed to inflate; all with same lot number.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Due to the nature of the product, the site was not able to retain the devices. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Please note: device desc: references "four (4) devices failed to inflate; all with same lot number" therefore; a separate 3500a form has been completed for the other three (3) cases under patient identifiers #(s) 2243969-2014-00172, 00173, and 00174 respectively. Reported to the FDA on april 3, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.